Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) batteries were not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) confirmed the batteries do not charge and two batteries were requested. The fse replaced two sealed lead acid,12v batteries.